Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic organ prolapse with a cystocele which is symptomatic, weak pelvic fascia with history of failed anterior repair, stress urinary incontinence, and frequency and urgency. The procedure performed was an anterior repair with bilateral sacrospinous vault fixation of an uphold anterior vaginal sling, an obtryx transobturator mid urethra sling, and a cystoscopy. The patient underwent an additional procedure on (B)(6) 2010. The preoperative diagnosis was urinary incontinence-nonspecific, status-post multiple pelvic surgeries, and rule out underlying urologic pathology. The postoperative diagnosis was no evidence of stress incontinence or uninhibited bladder contraction with incontinence and cystoscopic findings suggestive of interstitial cystitis. The procedure performed was a urethral calibration, cystoscopy, and hydrodistention of the bladder.